Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett's esophagus. This pt was enrolled with a 1cm non-dysplastic barrett's esophagus. After a secondary focal ablation the pt complained of dysphagia. Pt was dilated and symptoms were resolved. Per the physician the severity of this event was moderate and relationship of the event to the device procedure was unk and there was no device malfunction.